Manufacturer narrative:
Investigation completed on a smith medical cadd ms3 pump complaint of continuous alarm and battery cap hard to open was not verified. Preventative action taken to replace software. Other issues not revealed repaired. S266 c000 r000. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information received a smiths medical cadd ms3 gray slate pump continuous alarm and battery cap hard to open. No patient adverse events reported.

Manufacturer narrative:
Additional information was received that there was a patient present at the time of the event. Demographic information has been provided in a1-4. The date of the event was also provided b3.